Event description:
An allen medical employee was attending a surgical case at (B)(6) hosp, in which allen medical's skin care covers for the jackson frame were used with a jackson frame. The case was completed in approximately 4 hours. When the patient was turned over post-operatively, two small skin tears were found at the hip where it met the pad and positioning frame. The patient was treated for the skin tearing caused during the case. There were no serious or permanent injuries reported. There was no impact to the case's outcome. Reporter: "obese male (large belly) multiple risk factors (probably would have had skin break down no matter what) a longer case (3-4 hours)".

Manufacturer narrative:
There will be no return of the disposable pads used. The identical lot was found in inventory and reviewed without any issues found with construction or assembly. There are no other issues on file for this disposable product. It remains unclear if the post-operative injury is attributable to the allen disposable product. It remains unclear if the post-operative injury is attributable to the allen disposable product, the jackson frame used, or due in some way to the patient's physical precondition, as reported by the staff.